Manufacturer narrative:
Follow-up # 1 the lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, performance testing with blood was performed on the retain test strips. The retain test strips passed all testing. A DHR (device history record) was also completed for the associated meter lot and no deviations, non-conformances or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan alleging multiple inaccuracies on their onetouch ultramini meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 8:46am on (B)(6). The patient reported obtaining blood glucose readings of ¿188, 165 and 172mg/dl¿ on the subject meter, obtained within 20 minutes of each other. The patient also reported obtaining a blood glucose reading of ¿227mg/dl¿ on the subject meter and ¿197mg/dl¿ on a onetouch ultra2 meter, obtained within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient manages their diabetes with a combination of medication, including metformin and insulin. The patient reported decreasing their usual dose of medication in response to the alleged issue. The patient reported developing symptoms of ¿light headed, hunger and faint¿ approximately one hour later. The patient denied receiving any treatment for these symptoms. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.